Event description:
It was reported that a vns patient was referred for replacement surgery as the battery had reached the intensified follow-up indicated status. It was alleged that the battery had depleted prematurely. An estimate of battery life calculation was performed with the available history which revealed 1.9 years remaining until battery depletion, which indicates the battery depletion may be premature. Review of the downloaded programming history was performed 06/06/2018. The last data available showed on (B)(6) 2016 that 3.657% of the battery capacity had been used and the voltage measurement was 3.334 volts. There was insufficient information to draw a conclusion regarding the premature battery depletion. Review of the manufacturing records confirmed the generator met specifications prior to distribution. Additional relevant information has not been received to-date.

Event description:
Analysis was completed for the returned generator. The generator diagnostics were as expected for the programmed parameters. Electrical evaluation showed that the generator performed according to functional specifications. The battery measured 2.805 volts and shows a low battery indicator. The downloaded data revealed that 88.610% of the battery had been consumed. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
The patient was scheduled for surgery. No known surgery has occurred to-date.

Event description:
Generator replacement surgery occurred. The explanted device was received. Analysis is underway, but has not been completed to-date.